Event description:
It was reported that the extravascular (ev) lead triggered an alert for high out of range (oor) defibrillation impedance after recent variability in high-voltage impedance measurements, and lead noise observed on current electrograms (egm) was able to be reproduced in clinic every time the patient bent over. A lucency was observed via x-ray imaging on the proximal end of the second coil, however it was noted that the lucency was also present in x-rays performed at the time of implant, just less pronounced. A potential lead fracture or separation of the filars was suspected. The ev lead was explanted and replaced. It was noted that after the lead was removed from the patient, the adhesive coating at the proximal end of the second coil was not fully covering the coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The d2 exposed defibrillation coil of the lead was fractured in-vivo at the proximal cross groove. The d2 exposed defibrillation conductor was extrinsically distorted due to pulling/stretching/overstress. There was coil separation of the exposed d2 coil near the proximal cross groove of the lead at 53.3 cm, extrinsic damage. There was separation of the bonding strip at the proximal end of the d2 coil at 54 cm, extrinsic damage. There were three suture marks on the anchoring sleeve of the lead. There were no anomalies found with the welds of the proximal cross groove of the d2 coil. There were no anomalies found with the crimp blocks of the d2 cable within the connector of the lead. There were no anomalies found in the c tube area of the d2 conductors in the connector leg of the lead. The exposed d2 coil was fractured at the proximal d2 cross grove at 52.2 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.